Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that the g5 mobile app intermittently "greyed out" when entering his blood glucose (bg) values on (B)(6) 2016. No additional event or patient information is available.